Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the surgeon could not remove the applicator from the trial implant after he followed the procedure accordance with the technique guide. After several times of removal approaches of the surgeon, the applicator finally came off the trial implant. The cage that was used was a 8mm. There was a 10 minute delay reported. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd event evaluation was conducted. The report indicates that the no deviation on the parts could be detected. The received assembly is functioning. Parts can be shipped back. The complaint description is confusing and/or not consistent, because no article number of a trial implant was mentioned. Additionally, detachable trials are not registered in (B)(4), only non-detachable trial implants are registered. Therefore, the implant itself could not get detached. Most likely the surgeon did not follow the insertion angle shown in surgical technique guide 03.001.088 page 16, picture 1. If the insertion angle is too small, detaching can be hindered. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.